Manufacturer narrative:
Ecri performed an independent eval at the hosp that was observed by a cobe sales rep. Cobe has approval from the hosp to do additional eval at the hosp site. If approved by the hosp, cobe also plans to send the involved pump to sorin group for further eval as well. A follow-up report will be sumbitted when additional info is available from these eval steps. Date is the original mfg date. This unit was reconditioned for sale to this customer. Eval codes are based upon the independent ecri eval as observed and reported by the cobe sales rep.